Event description:
Same case mfg # 2134265-2009-03899 and 2134265-2009-03898. It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The lesion was ablated with 1.25mm rotalink system. Rotalink 1.25mm system was exchanged and ablated with a rotalink 1.50mm system. When the physician removed the rotalink device, he reported that the distal tip of floppy rotawire (about 2mm) was detached and remained in the distal end of lad. The tip was not attempted to be removed. An unspecified stent was implanted. The pt status is reported as "stable."